Event description:
The reporter did back to back blood glucose tests, within 10 minutes, using separate fingersticks. Results were 176, 136, 116, 180 and 170 mg/dl. Reporter did not have any symptoms. Control testing was not done due to lack of supplies. On follow up, the reporter stated that reporter checks the confirmation dot on the test strip when testing. Reporter's testing technique is accurate. No harm was alleged.